Event description:
Patient enrolled into the trial. Embolism of air, plaque, thrombus, or debris reported resulting in right eye retinal artery occlusion. Patient noted blurred vision 8.5 hours after carotid artery stent placement (right ica). The patient was evaluated by a neurologist and ophthalmologist. In 2008, patient reported no change in vision since last visit; continues to have blurring of central right eye vision.

Manufacturer narrative:
Please reference MDR 2183870-2008-00141 for the spiderfx used in this procedure.